Event description:
It was reported that during the camera installation in the camera demonstration case (a synovectomy), the fuslitegu_olym-acmi_3.5mmx3.0m device that attaches to the scope had come off, and the product could not attach to the scope. The part where it is attached with glue came off. A spare camera cable was in the operation room, so the cable was connected to the purevue scope used to complete the procedure. The surgery was completed with no issues. There was within 30 minutes surgical delay and no harm to the patient and no remaining in the body. No further information is available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. E1: the reporter¿s complete facility address was not provided.